Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found that the insert accessory was returned with a .660 long segment of the curved blade detached from the distal end. The curved blade fractured within the shaft, adjacent to the clamp arm pin. Engineering concluded that the location of the fracture may suggest that the curved blade made contact with the clamp arm during energy activation, likely creating a crack that propagated through the blade. No other damage found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the bottom tip of the harmonic ace curved shears insert accessory installed on the harmonic ace curved shears instrument broke off and fell into the patient's cavity. The broken accessory piece was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.